Manufacturer narrative:
The sample was discarded by the home patient and is unavailable for evaluation. No further measures will be taken relative to this matter. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported a reload the set 201 alarm during set-up of the homechoice system, prior to the start of apd therapy. The issue was reviewed over the phone with the tsr, who explained the alarm to the hp. The tsr verbally assisted the hp to close the clamps on the disposable set and turn the power to the homechoice cycler off then back on. The system was advanced to the load the set sequence of set-up and the cassette was removed for inspection. Examination of the cassette by the hp revealed a small tear in the sheeting. According to the hp, she felt the tear with her hands and a small piece of plastic came off of the cassette. The tsr instructed the hp to discontinue setup using the existing cassette and start setup over using a new cassette. Follow up with the hp revealed that therapy was subsequently initiated using new disposable supplies and continued to completion with no reported difficulties. There was no patient use, patient injury or medical intervention as a result of this incident.